Event description:
Customer reported nitroglycerine was programmed at 1:15 am to run at 60 mcg/minute. Blood pressure equipment alarmed for bp high, and rn found pump rate to be lower than expected at 10 mcg/min. There was no patient harm reported. Although requested, no further patient or event information was provided.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received for investigation. A follow up report will be submitted with evaluation results should the device be returned.